Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the tissue pad detached from the clamp arm, but returned with the device. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device gave an error 5 after a while of normal use. The case was completed by using another device. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.